Manufacturer narrative:
Pump was received with blank display due to moisture damaged electronic assembly. Unit was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. No physical damage to the reservoir compartment noted. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack side of reservoir compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.